Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6)2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call of bolus anomaly and history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her son was missing few days on the bolus history. The customer was discussed possibility that customer is not doing boluses as should. The customer was advised to call back if issues persist.